Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, several parts were replaced and tested. Ultimately, the reported issue was traced to the expiratory channel printed circuit board (pcb) section. Consequently, the expiratory channel pcb and both pressure transducer pcbs were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Evaluation of the provided device logs confirmed the reported issue with the failed internal leakage test and revealed that the device had also failed the pressure transducer test and the safety valve test. The device logs showed that the internal leakage test failed due to the inspiratory and expiratory pressure differing by more than 5 cmh2o, and that the pressure transducer test failed due to the inspiratory offset being more than 6 cmh2o from the factory default. The safety valve test failed because the reached pressure was not high enough. The replaced expiratory channel pcb and pressure transducer pcbs were returned for further investigation. The returned parts were placed into a reference ventilator for simulated use testing. During this testing, it was found that the inspiratory pressure transducer pcb failed the internal leakage test, the pressure transducer test, and the safety valve test during the pre-use check. No issues were found with the expiratory channel pcb and the expiratory pressure transducer pcb, as they passed several pre-use checks and did not generate any alarms during ventilation. Therefore, the inspiratory pressure transducer pcb was the only part further investigated since it reproduced the reported issue. The pressure transducer pcb is part of the ventilators pressure measurement system. The pressure is conveyed via a tube to the differential pressure transducer, which measures it with reference to ambient pressure. The output signal is proportional to the measured pressure, providing a linear measurement. A faulty pressure transducer may lead to inaccuracies detected during the pre-use check, and alarms will be activated if the failure occurs during ventilation. Further investigation of the inspiratory pressure transducer pcb revealed a major zero pressure voltage offset drift, indicating a broken pressure sensor on the pressure transducer pcb. An imbalance was also noticed when measuring the wheatstone bridge for the pressure sensor on the pcb. Additionally, a microscopic investigation was performed, but no dirt, debris, or particles were found inside the pressure sensor's cavity that could have impacted the pressure measurement performance. Our conclusion is that the device failed to meet its specifications during the reported event. The expiratory channel pcb and both pressure transducer pcbs were returned to the manufacturer for further investigation, where it became evident that the inspiratory pressure transducer pcb was the sole reason for the reported failure. Further investigation revealed that the reported issue was due to a defective pressure sensor on the replaced inspiratory pressure transducer pcb.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).